Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficulties and subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot specific quality issue. Based on the visual and dimensional analysis of the returned device and on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.8x19 graftmaster was inserted to treat a coronary perforation in the tortuous left circumflex coronary artery (lcx) through the femoral access site, but it was unable to cross due to the tortuous anatomy. The perforation was successfully treated with balloon angioplasty only. There was no reported clinically significant delay in the procedure. There was no adverse patient sequela. No device issues were noted. No additional information.